Manufacturer narrative:
(B)(4). Device evaluated by MFR: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with interface debris in the left eye (os) post treatment. The topical steroid dosage was increased and a flap lift and rinse was performed. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of os blurry visual acuity and occasional sharp pain. Patient reported symptoms are not interfering with daily activities. The patient's symptoms resolved on (B)(6) 2019. Bcva from (B)(6) 2009: right eye pre-op: 20/25, -3.75 x 0 x 0, left eye pre-op: 20/25, -4.25 x -.50 x 33. Bcva from (B)(6) 2019: left eye post-op: 20/40, .00 x .00 x 90.